Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that the coil became stuck in the catheter. The target lesion was located in the moderately tortuous internal iliac artery. A 10mmx 40cm interlock-35 was selected for use. During procedure, it was noted that the coil became stuck in the catheter. The coil was then pulled back and was retrieved from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was detached and not returned. The device was returned for analysis. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the delivery wire and main coil were performed. The zap tip of the delivery wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface. Dimensional inspection of the coil and delivery wire were performed and were within specifications.